Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited noise oversensing that led to pacing inhibition and binning as a high ventricular rate. Programming changes were made. The patient experienced no adverse consequences.